Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from the same lot. All available information was investigated and a definitive cause for the reported knotted (gripper line) in this incident could not be determined. However, the difficulty to remove the gripper line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. During removal of the gripper line, resistance was met after removing about 10cm. Troubleshooting was performed, but the gripper line could not be removed. The cds was removed over the gripper line, then the gripper line was removed from the steerable guide catheter (sgc). A knot was observed on the gripper line. One clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.